Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no product code, batch, or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. H3 other text : see section h.10.

Event description:
Material no: unknown. Batch no: unknown. It was reported that during use of the unspecified bd¿ syringe that syringes smaller than 5ml with the phaseal injector attached are not compatible with the syringe pumps. The following information was provided by the initial reporter: "it was identified that syringes smaller than 5ml with the phaseal injector attached were not compatible with our syringe pumps. This looks like an optima design flaw in its application for alaris syringe pumps, causing us concern a lot of work around to provide patient with time meds and keep staff safe."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: unknown batch no: unknown. It was reported that during use of the unspecified bd¿ syringe that syringes smaller than 5ml with the phaseal injector attached are not compatible with the syringe pumps. The following information was provided by the initial reporter: "it was identified that syringes smaller than 5ml with the phaseal injector attached were not compatible with our syringe pumps. This looks like an optima design flaw in its application for alaris syringe pumps, causing us concern a lot of work around to provide patient with time meds and keep staff safe."